Event description:
A customer reported a power source alert with the pump. There was no adverse impact to the customer¿s blood glucose level. When the caller plugged the charging cable into a tandem wall adapter and left it connected to a working outlet for at least 30 minutes, the pump began charging, resolving the issue without further assistance needed.